Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the forceps were in the mouth when they burned the patient¿s lips and the back of the throat.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.